Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was involved in a possible upstream occlusion event. The reporter stated that an unspecified infusion pump presented an upstream occlusion alarm during use with the set. This occurred during infusion using an unspecified 50ml mini bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.